Event description:
The following was reported to gore: on (B)(6) 2022, a patient was to be implanted with 13mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat right common femoral artery stenosis. Viabahn device was advanced from left common femoral artery to target lesion at right common femoral artery. A 12f sheath and a stiff super slip guidewire were used. Physician initiated the deployment after viabahn device was advanced to target lesion, but the deployment line got stuck after viabahn device expanded around 2/3, later the viabahn device expanded the rest 1/3 and was completely expanded. It was found that the delivery system couldn't be removed from patient, physician suspected that it could be stuck by deployment line. Therefore, the deployment line was cut and delivery system was removed. Deployment line fragment was left in patient. The patient tolerated the procedure and was discharged from hospital.

Manufacturer narrative:
Patient weight info is not made available. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Imaging evaluation: two non-dicom movie clips and 2 jpeg images submitted for evaluation. The image(s) received cannot be used to perform a full imaging evaluation due to insufficient data in relation to the reported event and/or poor quality of the image(s) provided. A review of the manufacturing records indicated the device met pre-release specifications.